Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, 11 months after a primary tkr was performed on an unspecified date, the patient experienced the loosening of the prosthesis. The patient underwent a revision surgery on her tkr system, although it is unknown which devices where explanted and subsequently implanted during this procedure.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the root cause of the early first revision was likely due to the reported findings of femoral, patellar, and tibial baseplate loosening in the setting of ¿little, if any, cement¿. The patient impact beyond the reported multiple post-primary tka symptoms including pain, loosening and subsequent ¿exploration¿/revision to competitor components could not be determined, although per correspondence, the patient continues to experience multi-symptoms post revision with the competitor system. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, traumatic injury, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, 11 months after a primary tkr was performed on (B)(6) 2017, the patient experienced pain and loosening of the prosthesis. The patient underwent a revision surgery on (B)(6) 2018 to treat this adverse event. During this procedure all the knee components were explanted. It was noticed intraoperatively that the patient had a minimal cement behind the unknown legion total knee prim fem comp ox. Competitor¿s devices where implanted in exchange.